Manufacturer narrative:
The customer reported complaint for the platform displayed error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cell was found defective and a replacement was required. Visual inspection was performed and no physical damages were observed. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate requires deburring to address the issue. During functional testing, user advisory (ua) 07 error message displayed upon powered on the device, thus confirming the reported complaint. Review of the archive data indicated error message user advisory (ua) 07 on the customer reported event date. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaints reported for autopulse platform with serial number (B)(4). Ccr (B)(4), reported on (B)(6) 2016, and ccr (B)(4), reported on (B)(6) 2018. The load cells were replaced to remedy both complaints.

Event description:
During the device check, the autopulse platform (sn (B)(4)) displayed error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement.